Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported rubber cracked and peeling off approximately 15 cm from the tip issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the rubber was breaking away and peeling apart/not at the bending section, approximately 6 inches up from the distal tip on the visera cysto-nephro videoscope during preparation for use. There were no reports of patient harm or impact associated with the reported event.